Event description:
A report was received that the patient's lead displayed high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a revision procedure wherein the lead and clik anchor were explanted. The physician suspected breakage due to the clik anchor damaging the lead. The physician did not see any exposed cables on the lead, at least not obviously broken. The patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model #: sc-4316 lot # 14304817 description: next generation anchor kit sterile.

Event description:
A report was received that the patient's lead displayed high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
The returned devices were analyzed and the complaint was confirmed. Sc-2366-30 sn (B)(4): visual (microscope) and x-ray inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # 2, 4 and 6. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The fractured cables resulted in the reported high impedance complaint. No cables are exposed at the fracture site. Sc-4316: visual inspection of the clik anchors revealed that eyelets were torn. There were no missing parts.

Event description:
A report was received that the patient's lead displayed high impedances. The patient will undergo a lead replacement procedure.